Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from grade 1 perforation, filter migration, tilting of 14 degrees "ventrally" along the sagittal plane and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. Per the implant records, placement of the inferior vena cava (ivc) filter was indicated for a history of pulmonary emboli (pe) and preoperative prophylaxis. Using ultrasound guidance, the right common femoral vein was identified, and found to be compressible and patent. It was accessed with a micropuncture needle using ultrasound guidance. Limited contrast injection confirmed patency of the iliac vein. The filter carrier sheath was then positioned in the caudal aspect of the ivc and a cavogram was performed to document patency and visualize the location of the renal vein. The optease ivc filter was deployed, and post deployment imaging showed good alignment within the cava. The report noted the type of filter as retrievable and removable within four to eight weeks if desired. About twelve years after the filter was implanted, the patient underwent a filter consultation. The nurse notes recorded a diagnosis of acute embolism and thrombosis of other specified deep vein of unspecified lower extremity. The patient was reported to have a history of blood clots and was also a former smoker. The medical problems at the time included hypertension, deep vein thrombosis (dvt) and pe. The surgical history is notable for ivc filter placement, ectopic pregnancy, hysterectomy and pulmonary embolism. The consultation notes indicate that the patient appeared healthy, well developed with no signs of apparent distress, no abdominal pain or any types of complaints. The patient was found to have no indications for intervention at the time. The patient was noted to be past timeframe for percutaneous removal of the ivc filter and had no indication for open inferior vena cava filter removal. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc and tilting of the filter, becoming aware of these events approximately twelve years after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused a grade 1 perforation, filter migration, and tilting of 14 degrees "ventrally" along the sagittal plane. The patient reported becoming aware of these events approximately twelve years post implant. The patient also reports anxiety related to the filter. According to the implant record the indication for the filter implant was a history of pulmonary emboli (pe) and preoperative prophylaxis. The filter was placed via the right common femoral vein and deployed after a cavogram was performed and the renal veins were visualized. The post deployment imaging showed good alignment within the cava. Approximately twelve years post implant the patient was seen in consultation regarding the ivc filter and was found to have not indication for filter removal and it was noted that it was past the timeframe for percutaneous removal of the filter. Additional medical history gleaned from the consultation visit noted hypertension, deep vein thrombosis (dvt) and pe, hysterectomy, ectopic pregnancy and former tobacco use. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from grade 1 perforation, filter migration, tilting of 14 degrees "ventrally" along the sagittal plane and the resultant symptoms. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to physical and emotional damages from grade 1 perforation, filter migration, tilting of 14 degrees "ventrally" along the sagittal plane and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.